Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, ""ten year follow-up of gap balanced, rotating platform total knee arthroplasty in patients under 60 years of age"" written by jason h. Lee, md, steven l. Barnett, md, jay j. Patel, md, nader a. Nassif, md, dennis j. Cummings, md and robert s. Gorab, md published by the journal of arthroplasty 31 (2016) 132-136 was reviewed. The article's purpose was to evaluate the mid to long term clinical outcome in patients younger than sixty years of age who underwent rp prostheses in tkas using the gap balancing surgical technique. Data was compiled from 85 patients (108 knees) implanted between december 2000 to july 2004. All patients received depuy products. The cement manufacturer was not identified and patella resurfacing was not performed during initial implantation. The article provides a table of 3 revision cases with identified platforms associated with specific adverse events and they are captured in linked complaints. Depuy products utilized: sigma rp and lcs complete systems. This complaint captures case 2 with a lcs rp implant and reason for failure was arthrofibrosis, symptomatic crepitus, and recurrent effusion related to heterotopic ossification 17 months post op. Treatment was single staged component revision with radiation therapy.